Event description:
It was reported that the patient experienced the return of pain in the last "couple years". The pain was stated as being "real bad" for the previous six months. The patient stated that there was "fever" at the pump site and soreness around the site. The patient also reported a decrease in eating and a fever. The family physician suggested that these symptoms were linked to the patient's pump. The patient's health care provider (hcp) had "trouble" getting a needle into the pump during refill procedures. It was suggested that the pump had flipped. There were no pump alarms. It was further reported that the patient had withdrawal-like symptoms. It was described that the patient was "fine" one day but the next day experienced shaking and was unable to "remember what happened". The patient reported running low grade fevers in between episodes of "high fever". The patient's hcp recommended that the patient be seen in the emergency room. It was further reported that the patient was released from the hospital after being admitted for severe pain, shaking, and fever. The patient's pump contained dilaudid and was refilled around the end of (B)(6)2010. At that time, the patient's hcp checked the pump and felt there was no issue with the pump. The patient was given two antibiotics for infection at the hospital. The patient was "a little better" upon returning from the hospital, but was still in pain and had fevers and shaking on occasion. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)